Manufacturer narrative:
Internal notification number: (B)(4). Device: reference code nx056z, device name as vega ps tibial plateau cemented t3+, serial number n/a, batch number unknown, UDI device identifier (B)(4), UDI production identifier unknown, basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date unknown. Table 1 shows the corresponding implant components. Ref.code device name batch: nx032z as vega ps femoral comp.cemented f5r unknown, nx134 vega ps gliding surface t3/3+ 18mm unknown, nn264z as tibial obturator d14mm unknown, nx043 patella 3-pegs p3 unknown. Failure description: no product at hand. Therefore a failure description at the device is not possible. Investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the mentioned failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega components. It was reported that postoperatively the patient has experienced knee pain, difficulty walking, and loosening of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2017, and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. It is unknown which components were replaced during the revision surgery, or the patient outcome. Primary surgery: involved complaints: nx032z (ps femur cemented f5 rt), nx134 (ps pe insert t3/t3+, 18mm), nn264z (tibial obturator d14mm, l7mm), nx043 (universal patella p3). Cement used during primary surgery: zimmer palacos r+g radiopaque bone cement (00-1113-140-01). Associated medwatches: 2916714-2020-00220, 2916714-2020-00200, 2916714-2020-00212, 2916714-2020-00222.